Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The surgery center indicated to the fss, the metal fragments were from the phaco handpiece and did not note which phaco handpiece was used; therefore the serial number is unknown. The fss tested the surgery center¿s handpieces. The fss found 1 out of 4 handpieces failed with an impedance error displaying. The fss found the surgery center was autoclaving the phaco handpieces with the tip and sleeves on and not following the directions for use instructions. The fss performed an in-service training on cleaning and sterilization of the handpieces to eight scrub technicians. In addition, the fss performed an annual preventative maintenance (pm) and a field service checklist. As part of the pm, the fluids assembly and drain pump were cleaned, replaced two o-rings, cleaned and replaced filters, and performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a cataract patient presented with foreign material at an 8 day post op exam. At the post op exam, it was noted foreign matter found in eye with a size of 1mm by 2mm twisted metal found in eye. The surgery center stated the metal particulates observed during post op will require a secondary procedure to remove the foreign material. Technical support troubleshot with the surgery center and the surgery center stated they do not flush hand pieces following cases and indicated the system was self-cleaning and that the hand pieces did not need to be flushed according to the directions for use (dfu). The customer is using fx hand pieces and alcon I/a hand pieces. Customer was advised to contact alcon directly for their version of dfu the surgeon did not see the patient at a pre-op exam; therefore, the material in the eye may have already existed for many years. The surgery center does not know where the material came from and is not stating the material came from an amo abbott product. As a precaution, the surgery center requested the field service to inspect the equipment to rule it out. This report is the handpiece.